Manufacturer narrative:
On august 27 2020 mentor became aware that "section: 10. Device available for evaluation?": no, the answer was missed in previous submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september & 2020: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Correction: manufacturing date corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 550cc silicone prosthesis experienced left sided capsular contracture unknown baker grade post procedure. The patient noticed complications almost immediately after surgery. Patient stated that she had sepsis. A sonogram was performed, and a surgical specialist confirmed capsular contracture of the left breast. As of this report mentor has not received any information regarding explantation or expected explantation date. This report belongs to right prosthesis.